Manufacturer narrative:
Service was not dispatched to investigate the event. A bci field service engineer (fse) did not evaluate the instrument. The customer indicated that the sample was received from another site in a pour off tube. The tgabyii quality control (qc) was within the customer's established ranges prior to and after the event. A definitive root cause could not be determined for this event. This reportable event was identified during a retrospective review of complaints conducted between january 1, 2008 and october 23, 2010 for additional reportable events.

Event description:
The customer contacted beckman coulter, inc (bci) in regards to erroneous thyroglobulin antibody ii (tgabyii) result generated on a unicel dxi 800 access immunoassay system for one pt. The customer re-ran the sample on a different instrument and the result was negative. The initial erroneous result was not reported outside the laboratory. There are no reports of any adverse pt consequence or any medical intervention to prevent or preclude any adverse pt event.